Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, pacing was occurring at maximum tracking rate (mtr), likely a result of rs down. Pvc's were occurring with pauses. Rs down was programmed off and rvac was programmed on. No patient symptoms occurred as a result.